Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an af procedure, a blood leak was observed from the hemostatic valve of the sheath after insertion of the non-abbott octaray catheter. The introducer sheath was replaced, and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. An event of a leak was reported. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seals were microscopically inspected. A puncture was noted on the proximal seal, and tearing was noted on the distal seal. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified.